Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had flipped and turned perpendicular to the body making it uncomfortable and impossible to charged successfully. The patient underwent a pocket revision procedure.